Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was noticed that the screw was bent while taking out of the case. There were no fragments generated. There was two (2) minutes surgical delay. The patient outcome was unknown. The procedure was successfully completed. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 3.5mm ti cortex screw self-tapping 60mm. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. Investigation summary photo investigation: the device was not returned. A photo-investigation was performed on the images and inspecting the images provided, cortex screw ø 3.5 mm, self-tapping, length 60 mm, pure titanium was observed to be bent. Thus, the reported condition is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part: 404.860, lot: l298601, manufacturing site: grenchen, release to warehouse date: feb 03, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.